Event description:
It was reported that an ilet pump was dropped while being removed from a belt clip and subsequently the screen became unresponsive despite a full battery, verified charging, and attempted recovery steps; the device was replaced. Symptoms included hyperglycemia with a reported maximum of 246 mg/dl and no acute clinical symptoms. Outcomes included no medical intervention, no assistance beyond customer support, and no hospitalization. Investigation included customer troubleshooting, data synchronization guidance, and arrangements for device return and inspection of the returned device. Investigation of this device revealed a screen/display malfunction consistent with external impact to the device housing or display assembly, resulting in loss of user interface function and inability to wake the screen. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to accidental drop leading to hardware failure.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (screen unresponsive) was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.